Event description:
In 2009, the physician implanted a gore excluder aaa endoprosthesis trunk-ipsilateral leg component due to migration of an aneurx graft implanted to treat an abdominal aortic aneurysm. The device deployed at an angle because the aneurx graft and the aortic angle (no measurements available). Since the physician was unable to cannulate after several attempts, he converted the patient to an open surgical procedure. The aneurx and gore excluder aaa endoprosthesis trunk-ipsilateral leg component were explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.